Manufacturer narrative:
The complaint of leaks on item 01c-c3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for investigation. The investigation is pending.

Event description:
The event involved a microclave¿ connector where it was reported a liquid leakage at blue and transparent screw joint of clave connector. The event happened to a 56 yo/female. Using process: in the morning infusion treatment process, when the infusion port needle is indwelled to the patient, the infusion port needle and the connector are connected, and the blue and transparent screw joints of the connector can leak when 10 ml salt water is pre-washed to exhaust. There was patient involvement and unknown patient harm.